Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -9.00/2.0/090 (sphere/cylinder/axis) lens had a tear/break during injection/delivery into the patients right eye (od). On (B)(6) 2023 the lens was implanted; removed intra-operatively. A replacement lens was later implanted of the same model;size and power. This resolved the problem.

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm) claim# (B)(4).